Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a right hemicolectomy da vinci-assisted surgical procedure, towards the end of the procedure they noticed that the tip cover was no longer on the monopolar curved scissors (mcs). The surgeon found the tip cover inside the patient and was able to retrieve it successfully with no complications during the same procedure. The surgical nurse stated the current status of the patient is that they are discharged. They did inspect the tip cover prior to use. They did not notice an orange color indicating the instrument was unknowing being used without the tip cover and there was not any incidents of arcing or burn. The monopolar curved scissors (mcs) tip cover was retrieve and the procedure was completed as planned.